Event description:
The patient experienced "a great deal of pain" at the implant site so it was decided to replace the ipg with a smaller one. At the time of surgery, the physician realized he had the same size ipg to implant. He went ahead and implanted it and approx a month later the smaller ipg was implanted. The patient outcome is unk. Further info is being requested from the hcp.